Event description:
The customer reported that the magnet had pulled off of the alarm and did not sound when their mother was found sitting in bed with her legs dangling over the side of the bed. She did not fall nor get out of the bed. There was no injury.

Manufacturer narrative:
(B) (4). Evaluation of the returned product found that the alarm did not power on even when new batteries were installed. We were unable to confirm the customer's report of no alarm. The root cause of no alarm could not be determined. Investigation for the root cause of failure to power on is still in-progress. (B) (4).